Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultra2 meter was displaying an unknown error message. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the unspecified error message began to appear on (B)(6) 2022 at 8:00 am. The patient manages their diabetes with oral medication and insulin. The patient claimed they continued to follow their usual diabetes management regimen when they were unable to measure their blood glucose due to error message appearing. The patient reported developing symptoms of ¿dizziness, shaking and blurred vision¿ 30 minutes after the alleged issue began. The patient claimed they took their unspecified medication as treatment for the symptoms and felt better afterwards. The patient did not seek medical attention due to the issue. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The cca confirmed the test strips had been stored correct and the correct testing process was being followed. The cca noted the patient did not have testing supplies available to walk through a retest. Replacement product was sent to the patient. This complaint is being reported because the patient claimed they were unable to measure their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.